Manufacturer narrative:
The catheter was returned in two pieces of lengths 13.5 cm and 23.5 cm respectively. Both edges at tear site appeared to be jagged. It is unknown how or when the damage occurred. The returned segments were patent and passed leak testing when tested individually. Proteinaceous debris was observed within the interior and exterior of the catheter. A review of the manufacturing records was not possible as not lot number was provided. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was returned in two pieces of lengths 13.5 cm and 23.5 cm respectively. Both edges at tear site appeared to be jagged. It is unknown how or when the damage occurred. The returned segments were patent and passed leak testing when tested individually. Proteinaceous debris was observed within the interior and exterior of the catheter. A review of the manufacturing records was not possible as not lot number was provided. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was returned in two pieces of lengths 13.5 cm and 23.5 cm respectively. Both edges at tear site appeared to be jagged. It is unknown how or when the damage occurred. The returned segments were patent and passed leak testing when tested individually. Proteinaceous debris was observed within the interior and exterior of the catheter. A review of the manufacturing records was not possible as not lot number was provided. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient pulled out the catheter until it broke and a partial explant was noted. According to the report, the physician felt there was no fault to the product. Reportedly, there was no injury to the patient.